Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-70 serial #: (B)(4) description: coveredge x32,70cm 4x8surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had drainage at the pocket site and suspected infection. The patient was prescribed antibiotics. It was also reported that the patient's ipg was zapping him. The patient underwent an explant procedure. No device malfunction was suspected.